Event description:
Pleading states ¿during the course of surgery, the ethicon stapler malfunctioned and failed to properly fire, resulting in an incomplete firing stroke and incomplete staple formation, which in turn caused an anastomotic leak from an opening in the rectal wall that led to, among other things, fournier¿s gangrene, rhabdomyolysis, perianal necrosis and severe sepsis". Pleading further alleges patient ¿underwent no fewer than twenty additional surgical procedures for treatment.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Additional details provided: translation of the hospital statement concerning the procedure: ¿¿the longo procedure was performed with a proximate hcs stapler ethicon as usual on (B)(6) 2012. After regular intra and postoperative course the patient was released on (B)(6) 2012. Patient introduced as scheduled on (B)(6) 2012. At this time there were no clinical features. It came to our knowledge that the patient went on (B)(6) 2012 to the (B)(6) for treatment. Here an anastomosis insufficiency with necrotic fasciitis was determined. The patient must underwent numerous re-operations¿.¿